Manufacturer narrative:
Medwatch report mw5112861 was received at somatics, llc by e-mail on october 31, 2022 from (B)(6), assistant director, FDA. The report was filed by a health professional whose name and e-mail address was on the form. This report claimed a patient had memory loss while receiving ect. It stated a thymatron was involved with the treatments. We sent three (3) e-mail requests for additional information concerning the hospital's name, the thymatron model, the number of treatments and any background information on the patient. None of these e-mails were returned as undeliverable. We received no response and no additional information. We have waited to send this report in hopes that the person would respond. It is now time to file our report. Without any of these answers somatics cannot determine even if a thymatron was used and if so, by which health professional. With no hospital name or more details we could not investigate the complaint. We are submitting this report to the FDA in abundance of caution and to ensure full compliance with 21 cfr part 803.

Event description:
A health professional filed a report with the FDA stating the patient developed memory loss while receiving ect treatments no additional information was provided.